Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was conducted with mom on (B)(6) 2009. The patient felt a pain in 2017 and dislocation of the cup (item no: 124603000, lot no: dx6271000) was recognized at a clinic. Revision was operated on (B)(6) 2017. Pseudotumor and the wall of the backside of the shelf were not seen, and artificial femoral head was used with the stem (unknown item/lot numbers) left behind. X-ray showed no problems after operation. The doctor said that this was caused by mom. Update: (B)(6) 2017: the patient was revised due to pain and dislocation. It was also reported that there was pseudotumor update after additional review of the reported information, dislocation was added to the head and liner product information harms. Head and liner were reported. It is noted that additional followup is currently underway to decipher/clarify the phrase "dislocation of the cup". Complaint updated on: 6/14/2017.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The primary surgery was conducted with mom on (b)(69) 2009. The patient felt a pain in 2017 and dislocation of the cup (item no: 124603000, lot no: dx6271000) was recognized at a clinic. Revision was operated on (B)(6) 2017. Pseudotumor and the wall of the backside of the shelf were not seen, and artificial femoral head was used with the stem (unknown item/lot numbers) left behind. X-ray showed no problems after operation. The doctor said that this was caused by mom. Examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.